Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated as demonstrated by 'out of range' programmer indicator.